Manufacturer narrative:
Review of calibration and quality control results show that both a system and reagent issue are unlikely. Further investigation using sample provided by the customer determined that the observed behavior could be explained by a rare psa isoform present in the serum that is not recognized by the test antibodies in the elecsys total psa assay.

Event description:
The customer stated they obtained questionable results for the free psa (fpsa) and total (free + complexed) psa - prostate-specific antigen (tpsa) tests with one patient sample. Testing was performed on the cobas 6000 e601 module, serial number (B)(4). The initial tpsa was 0.889 ug/l, and the initial fpsa was 1.810 ug/l. These results were reported outside the laboratory. The sample was repeated with the tpsa 0.726 ug/l and the fpsa 1.58 ug/l. The patient was not harmed by any action taken.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6). Refer to the medwatch with (B)(6) for the report on the total psa reagent.